Event description:
A report was received from a user facility in the USA stating the vacuum worked but the cutter stopped cutting during surgery. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has been received. Visual insp noted the product that was returned did not have the tip returned. Visual insp noted the needle was bent and the port window was in the opened position. The back cap was not aligned with the vent hole on the side of the housing. The sterilization and lot history records were reviewed and found to be acceptable. This vitrectomy cutter is mfg by midlabs. The MFR has been contacted. A supplemental report will be submitted when the functional eval is complete.